Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-09775. It was reported that the patient had ineffective therapy due to high and low impedances. As a result the device was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.